Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped (surgically abandoned) due to chronic high thresholds, and low amplitude. A new lead was implanted. Despite surgical intervention, no adverse patient effects were associated with this event.